Manufacturer narrative:
The lot documentation was reviewed and no anomalies were found. The devices have not been returned for evaluation.

Event description:
It was reported that "during knee arthroscopy-meniscus stitching, the crossfix device was inserted into the joint, and needles were fully inserted into the meniscus. After squeezing the device trigger, the suture was not deployed. Same thing happened while using another crossfix device. The surgeon then removed the meniscus."

Manufacturer narrative:
(B)(4). Evaluation notes: device #1 & #2. The catches were fired which also demonstrate the levers were fully actuated. The levers were locked out showing that the devices had been fully actuated. The sutures already came out of the transfer needles. There was no evidence of suture fibers on the catch needles. The sutures were not included with the devices. The needles were torqued slightly. Root cause: the devices were successfully deployed and there were no evidence of sutures on the catch needles. It is reported that the sutures were not deployed. It seemed that the misfires were due to torquing of the needles during deployment.

Event description:
It was reported that "during knee arthroscopy - meniscus stitching. The device was inserted into the joint, and needles were fully inserted into meniscus - correctly according to the instruction. After squeezing the device trigger ,the suture wasn't deployed. The same happened while using another crossfix device (same lot). To finish the surgery the surgeon removed the meniscus."